Event description:
Reporter indicated that the patient underwent revision surgery to move the generator from the left side of their chest to the right side of their chest due to infection and protrusion. It was reported that the patient began to notice bruise-like skin discoloration and was seen by physician who tested for infection. The tests were negative at that time. The next day, the generator began to protrude through the skin. The patient underwent I&d procedure and intra-venous and oral antibiotic treatment. It was reported that the patient experienced 4 seizures in the 18 hours that the generator was programmed to off for the revision surgery. The patient had reportedly benefited from vns therapy prior to the infection incident.